Event description:
The customer contact reported a separation. The option-lok male adapter of the tubing set was connected to the pt's catheter. After an unspecified length of time in use, it was reported that an unspecified 10ml luer lock syringe was used to access the clave port on the proximal end of the tubing set for a delivery of an unspecified saline flush. It was reported when the nurse accessed the clave port with the syringe, the clave port separated from the tubing. The nurse reported that "tiny bit" of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4), (B) (4).